Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the x-ray tube, high voltage (hv) cable and the high voltage tank. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has a broken well in the x-ray tube. There was no report of patient injury.